Event description:
On 18-aug-2025, the end-user's caregiver reported that a replacement ilet was delivering very little insulin. Review of setup revealed the customer had entered "2 lbs" for body weight. A factory reset was performed, the device was paired with the g7 sensor, and the correct body weight was entered. The ilet was confirmed to be functioning properly after reset. The user had been covering with mdi prior to correction. Bg had reached 400 mg/dl and was elevated for more than 90 minutes, but no symptoms were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6: component code 4755: no malfunction occurred with device. Incorrect weight settings.